Event description:
Pt reported receiving occlusions when he connected to the infusion site. He indicated the infusion set cannulas are too long and bend. Pt experienced elevated blood glucose of 300 mg/dl. His normal blood glucose level is <170 mg/dl. He did not report any symptoms associated with this issue. Pt administered an insulin injection to reduce his blood glucose level. No medical assistance was reported. Product will not be returned for eval.

Manufacturer narrative:
Product not returned for eval.